Event description:
It was reported that 1 unspecified bd¿ syringe had scale marking issues. The following information was provided by the initial reporter: the consumer reported that scale markings were missing from 1 syringe. Date of event: unknown. Samples: available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Manufacturer narrative:
Investigation: customer returned (2) loose 0.3ml bd insulin syringes. The customer reported that scale markings were missing from 1 syringe. The returned syringes were examined, and it was observed that none of the scale markings were missing from either syringe. The alleged defect could not be confirmed based on the samples returned. Due to the batch being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 unspecified bd¿ syringe had scale marking issues. The following information was provided by the initial reporter : the consumer reported that scale markings were missing from 1 syringe. Date of event : unknown. Samples : available.

Event description:
It was reported that 1 unspecified bd¿ syringe had scale marking issues. The following information was provided by the initial reporter: the consumer reported that scale markings were missing from 1 syringe. Date of event: unknown. Samples: available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.